Event description:
On may 21, 2008, the lay user/patient contacted lifescan alleging the display was cracked on the one touch ultra 2 meter. The medical affairs specialist contacted the patient to obtain/clarify information. The patient stated the display was cracked one day prior to the event date, at noon time. After that, she did not test on her meter. On the event date, the patient reportedly felt symptoms of dizziness, weakness, and was unable to speak clearly. She went to the hospital at around 8:30 pm and was tested with a result of 45 mg/dl on the hospital meter. The hospital gave the patient sugar and water intravenously and released her at around 12:30 am the following day. Her blood sugar was reportedly 369 mg/dl taken on the hospital meter when she left. She said she woke up screaming on the morning of the next day, and that evening around midnight the following day, the patient went back to the hospital. This time, her blood sugar level was 22 mg/dl taken on the hospital meter. They explained to her that she was about to go into diabetic coma and that her symptoms were very severe. They gave her glucose and fluids intravenously again and she stayed there three days later. They did not give her any advice regarding her treatment of diabetes. The patient claims she uses her blood sugar readings for her doctor to adjust her medication regimen every two weeks. She tests her blood sugar 5 times per day. Her most recent regimen consists of 24 units of lantus insulin in the evening, 10 units of byetta after lunch and dinner, and 15-20 units of novolog based on a sliding scale before breakfast, lunch and dinner. She said she started to guess on her medication dosing after the display cracked on her meter. The product is not new and it was determined that there was trauma to the meter. This complaint is being reported because the patient alleged the display was cracked on the meter, and as a result, did not test her blood sugar after the reported issue. She then reportedly guessed on her dose of insulin, and suffered symptoms indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.